Event description:
The patient reported that the needle button was slight popped up as if she had pressed the needle released button. The patient stated she did not hit the needle release button in error and only wore the vgo for 12 hours.